Event description:
It was reported that noise was observed on the right ventricular lead. The device was reprogrammed and the lead remained implanted. No patient symptoms were reported.

Event description:
New information reported that during routine follow-up of the asymptomatic patient, pacing inhibition due to noise on the right ventricular lead was observed. The noise could not be reproduced through isometric testing nor pocket manipulation. The lead remained implanted and the patient would be monitored.

Event description:
New information on 7/1/16 noted that the lead continued to exhibit noise. The lead was explanted and replaced. The patient was discharged the next day.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.5cm to 24.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.